Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. D4 (expiration date: 07/2026) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an inferior vena cava filter placement procedure, the filter legs were allegedly twisted together and could not fully unfold the adhesion. It was further reported that the filter is recovered with a snare and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. One video were reviewed. The video is an inferior vena cavagram. The ivc is noted to be patent. There is a filter with the filter hooks/legs undeployed. The hooks appear to be in a branch off the vena cava with some contrast that appears around the hooks and not contiguous with the vena cava wall. Therefore, based on the image review the reported activation failure including expansion failures can be confirmed. A definitive root cause for the reported activation failure including expansion failures could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. (Expiration date: 07/2026). (Result, conclusion). The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an inferior vena cava filter placement procedure, the filter legs were allegedly twisted together and could not fully unfold the adhesion. It was further reported that the filter is recovered with a snare and the procedure was completed using another device. There was no reported patient injury.